Event description:
Customer reported that the images are fading to black during a procedure. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the sys and replaced the interconnect cable. Sys operates as intended.